Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: the sales rep suspected that the quality of the package was bad at the hospital so we wanted to investigate its lot and we were informed that this lot-code match was not produced. Can you identify the lot number of the biologic individual box? //lot: 5440124 exp. Date: 2023-09-30 code: 1903gb how was the product purchased? Private hospital bought from a distributor. Is there an indication of how the product was distributed? For this case we do not have any indication but 4 years ago we determined a big distributor called ¿aksu medical¿ was distributing. But now we do not have any document about distributing channel. Is there any indication of the source? No, we do not have . Based on the packaging, is there any indication of which market the original genuine product may have come from? Based on packaging it looks like fake, not belong any market was the device used on a patient? If so, was there any patient consequence? Probably used on patient but we do not have any result. Is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Product is available and was returned is a photo available of the product? Photos are in the attachment. A manufacturing record evaluation was performed for the finished device lot 5440124, which is an invalid lot number. A review of batch manufacturing records was not possible, as the batch 5440124 does not exist in the internal system. Photos and one pouch with tyvek and orc of product code 1903gb and lot number 5440124 were received for evaluation. The product was decontaminated and well package. The device received was not in its original packaging and there was only one pouch, not the full box. The product was manipulated as it was a bit folded but there was no damage such as tears or holes on it. Many discrepancies across various subject areas were found during the investigation. Therefore, based on the product evaluation, the complaint is confirmed.

Event description:
It was reported that on (B)(6) 2020 the absorbable hemostat lot number identified on the devices didn¿t seem as they should be imported to (B)(6). The devices were suspected to be counterfeit due to the lot number configuration. No adverse patient consequences were reported. Additional information was requested.